Event description:
It was reported that a user experienced hyperglycemia with continuous glucose readings around 321 mg/dl and a confirmatory fingerstick of 333 mg/dl after a larger-than-usual meal while using the ilet with a recently changed infusion set and a new cgm sensor; the ilet reportedly continued insulin delivery without alerts, and no evidence of site failure, leakage, air bubbles, disconnection, or device reset was identified. Symptoms included elevated blood glucose without reported illness. Outcomes included no hospitalization or emergency care. Investigation included technical support troubleshooting and user education regarding automated insulin delivery and supply replacement. Investigation of this case revealed that the device was functioning and delivering insulin, with a potential site-related issue not confirmed. It was concluded that the event was hyperglycemia with an unclear cause, with user advised to replace supplies and monitor response. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.